Manufacturer narrative:
Based on the initial evaluation conducted by an olympus technical assistance center (tac) representative, the customer further reported that the maj-2127 clip and the spring that secures the tubing connector to the leak test connector in the basin came off. The customer called olympus representative to request for a replacement of the broken piece since the oer-elite was only three (3) months old. The tubing connector could not be reassembled nor be used. Customer removed and unloaded the second scope from the basin before starting the cycle and the endoscope was not reprocessed with the broken connector. The customer was informed that the maj-2127 is considered consumable part and not repairable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the clip on the leak test air tube of the oer-elite was broken. No adverse event reported.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.